Event description:
It was reported that high impedance values were observed during implantable neurostimulator (ins) replacement after suturing the pocket. New ins was connected to the lead from previous ins (implanted in (B)(6) 2007). All impedances were out of range, except for electrode pair case-3 which had normal values. It was stated that for the moment the device had been programmed with this configuration, referring to case-3 pair. The problematic electrodes were 0,1, and 2. No issue with the new ins was suspected. It was not possible to know if high impedances were related to bad connection or to broken lead since previous device was not interrogated due to normal battery depletion so no impedance test was performed before the replacement. Patient status at the time of this report was noted as alive with no injury/no adverse event. Programming case-3 gave the patient correct paresthesia so no action had been planned yet. There were no patient symptoms/injuries related to this event. Four days later impedance values were reported as the following: c - 0 > 4000 ohms; c - 1 > 4000 ohms; c - 2 > 4000 ohms; c - 3 = 1111 ohms; 0 - 1 > 4000 ohms; 0 - 2 > 4000 ohms; 0 - 3 > 4000 ohms; 1 - 2 > 4000 ohms; 1 - 3 > 4000 ohms; 2 - 3 > 4000 ohms. The device was finally programmed with case +/3 -. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 388928, serial# unknown. Product type: lead. (B)(4). (B)(6).